Event description:
Hip stem fractured in pt.

Manufacturer narrative:
Metallurgical testing being performed. Pt's weight was over the weight restriction labeled for the femoral head used with the hip stem, which could have contributed to the device fracture.